Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was unstable angina. Patient presented with st elevation myocardial infarction (stemi) inferior. The target lesion was located in the proximal right coronary artery (rca) and extended to the mid rca with 99% stenosis and was 22 mm long with a reference vessel diameter of 3.2 mm. A thrombus and aneurysm were also noted in the lesion. The lesion was then treated with pre-dilatation and placement of a 3.50x24mm promus premier¿ stent. Following post-dilatation, residual stenosis was 0% residual stenosis. Post procedure, the physician noted a thrombus. Medications (heparin and integrelin) were given to patient to treat the event. Four days later, the patient was discharged on aspirin and a p2y12 antagonist.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).